Manufacturer narrative:
The product was not returned for evaluation. The lot number was not provided, therefore, a review of the manufacturing records could not be completed. The complaint could not be confirmed without a product return, nor could potential contributing factors be identified. No further actions will be taken at this time.

Event description:
It was reported that the dpt was giving inaccurate values. The pressure readings that were received were outside of the value limits that were expected. Aberrant values were noted. No further information is available.